Event description:
Caller reported an issue with the pump time being incorrect without knowing the cause. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller in updating the pump time and advised monitoring for future discrepancies, with the caller acknowledging and understanding the instructions.